Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: two similar events occurred during the same procedure. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Rep was informed of an event involving two clip appliers. Both clip appliers experienced no clip loading into the device and inconsistent firing when clips were loading. After multiple attempts at using the first clip applier, it was swapped with a second clip applier from the same lot. The second clip applier experienced the same issues and was swapped with a third clip applier from a different lot that was used to complete the case without issue. There was no patient injury. Product not available for return as it was discarded after use. Patient status: no patient injury. Intervention: a second ca500 was opened but it was also defective. Replaced with a third ca500 from a new lot to complete the case.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1488876, was included in the recall.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole event description: two similar events occurred during the same procedure. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Rep was informed of an event involving two clip appliers. Both clip appliers experienced no clip loading into the device and inconsistent firing when clips were loading. After multiple attempts at using the first clip applier, it was swapped with a second clip applier from the same lot. The second clip applier experienced the same issues and was swapped with a third clip applier from a different lot that was used to complete the case without issue. There was no patient injury. Product not available for return as it was discarded after use. Patient status: no patient injury. Intervention: a second ca500 was opened but it was also defective. Replaced with a third ca500 from a new lot to complete the case.